Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose (bg) level was impacted 335 mg/dl. The customer delivered a bolus to stabilize bg level. It was indicated that the customer was due for supply change. The customer declined to troubleshoot with tandem technical support.